Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had a return of symptoms in (B)(6) 2015, even though she felt stimulation in the correct area. She did have a fall in (B)(6) 2015 in which she was tangled up in a dog's leash and hit her right knee, but she avoided hitting her head. She increased the setting on(B)(6) 2016 to 2.6 volts and had not made any prior adjustments since experiencing the return of symptoms. The patient's indications for use were fecal incontinence and gastrointestinal/pelvic floor. The cause of the return of the symptoms and what was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that, in relation to the circumstances that led to the return of symptoms, she thought that perhaps the battery needed to be changed after having been implanted for 5 years. She was taking colestipol on a daily basis to address the return of symptoms and this had helped somewhat.